Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils had migrated/is not seen anywhere in the abdomen or the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). At the time of the report, the device expulsion, pelvic pain, discomfort, menorrhagia, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, device expulsion, discomfort, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: only one essure wire is seen, apparently on the right. The additional wire is not seen anywhere in the abdomen or the pelvis, presumably it has passed. Both fallopian tubes remain occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Lab data were added. Event:one of her essure coils had migrated were updated to wire is not seen anywhere in the abdomen. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils had migrated/is not seen anywhere in the abdomen or the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). At the time of the report, the device expulsion, pelvic pain, discomfort, heavy menstrual bleeding, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, device expulsion, discomfort, heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: only one essure wire is seen, apparently on the right. 2. The additional wire is not seen anywhere in the abdomen or the pelvis, presumably it has passed. 3. Both fallopian tubes remain occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.